Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and troubleshooting procedure for the troponin method. The cse checked the luminometer, performed dark counts, checked the acid base dispense, checked the wash station and aspirations, and checked the solid waste for fibers. The cse ran precision testing, which passed. The cse ran quality controls, which were within range. The cause of the discordant, falsely elevated tni-ultra results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated multiple times on the same instrument, all resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.